Event description:
Event narrative. Pt with a short (10mm) and angulated neck. During deployment of the superior attachment system, the hooks were anchored to the left renal artery, but the right side deployed low and grabbed about 2 to 3 mm of what appeared to be healthy aorta. When the balloon was brought down to anchor the superior hooks, it pushed the superior attachment system down into the aneurysm sac. The physician decided convert to standard open repair. The pt tolerated the open repair and is doing fine.